Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver display was frozen. The product was evaluated. An exterior visual inspection was performed and passed. Receiver charged and boot was performed and passed. Functional test was performed and passed all relevant testing. Manual time and date set was performed and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.